Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 days (calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). The patient remains ongoing on lvad support with the replacement system controller. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that several pump off alarms occurred on (B)(6) 2018. Changing the patient cable and power module did not resolve the issue. When the pump implant site was touched, the pump¿s regular rotation could be felt. The patient was hemodynamically stable during the alarm. The system controller was replaced and no further pump off alarms occurred. No additional information was provided.